Event description:
Information received indicates the siderail is not latching consistently in the up position.

Manufacturer narrative:
The technician found a sticky orange substance in the left head center arm assembly. The technician cleaned the center arm assembly to repair the bed.